Manufacturer narrative:
Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Unit functioning properly. Unit received with minor scratched lcd window, cracked keypad at select button, stained keypad overlay, cracked retainer and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin flow is blocked. The customer was experiencing high blood glucose level 457 mg/d at the time of the incident. Troubleshooting was performed. The customer was advised to replacement will be sent. The insulin pump will be returned for analysis.